Event description:
Information was received from a patient (pt), regarding an external device. The reason for call, was caller reported that they have been having issues charging their implantable neurostimulator (ins). And the controller screen displayed all white. An email was sent to the repair department to replace the device. Caller mentioned, they have had all external equipment replaced in the past. Additional information was received from the patient. Pt called back stating, they called a day or two ago and got sent a new controller, but when attempting to pair the controller they could not finalize the pairing. Pt said, they were having the same issue where it can't see the device. For pt kept getting no device found like before when they called. When pt called the other day not only did the controller go white, but it was acting like it was not there. And they could not charge the ins. Pt noted, they last charged their ins friday evening. During call, pt verified they were using the new controller and the pt reset the controller. Ps walked the pt through setting up the controller. And when the pt connected the recharger and they got no device found, pt went through passive recharge mode. And the ins was recharging at excellent and the ins battery was in the red. Troubleshooting resolved. The patient called back and stated. Since new controller almost everyday when goes to charge, the screen goes white. Pt called again reporting, that since he got his replacement controller, the screen goes white 90% of the time and has to reset controller. Pt will monitor, and if continues to get worse will call back to get a replacement controller. Pt was going to leave out battery pack and see if this helps. Additional information was received from a patient (pt). It was reported, that they even tried leaving the battery pack out overnight, but the controller still had issues going white, blank and giving system problem code. A replacement controller was sent out. No symptoms were reported. Pt says for they thought the issue was fixed. But said for the past few weeks, they will get "occasional white screens" and controller will be unresponsive when rtm is plugged in. They said, rtm does heat up "but not an extra amount". Pt has gotten 2 new controllers and a battery pack, so pss emailed repair to send new rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(4), b3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97755, serial# (B)(6). Product type: recharger. H3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharge displayed "battery low, replace batteries soon message" when trying to charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.